Manufacturer narrative:
Date of event entered is an estimated date as the exact date of event was not provided.

Event description:
It was reported that the artificial urinary sphincter (aus) deice is not functioning. The patient has a history of radiotherapy and now has perineal pain.